Event description:
Drive medical was notified of an incident involving an assist rail by a provider, who reported that a resident's neck was wedged between the assist rail and the mattress and that the resident passed away. The bed and the assist rail involved are drive medical products. The mattress involved is a competitor's product, not a drive medical product. As part of its complaint review and evaluation process, drive medical will file an update if additional information becomes available.